Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the CPR-d-padz. It was recommended to the customer to replace the CPR-d-padz. Analysis for reports of this type has not identified an increase in trend.